Event description:
Legal counsel for patient reported that patient underwent total right hip arthroplasty on (B)(6) 2006. Patient's legal counsel further reported that a revision procedure was performed on (B)(6) 2013 due to patient allegations of pain, swelling, inflammation, damage to surrounding bone and tissue, lack of mobility, loss of range of motion, metal poisoning and metallosis. A review of invoice history confirmed both surgery dates. Invoice history for the revision procedure indicates that the acetabular cup, modular head and taper insert were removed and replaced with competitor acetabular components and a biomet head. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.

Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch.

Event description:
Legal counsel for patient reported that patient underwent total right hip arthroplasty on (B)(6) 2006. Patient's legal counsel further reported that a revision procedure was performed on (B)(6) 2013 due to patient allegations of pain, swelling, inflammation, damage to surrounding bone and tissue, lack of mobility, loss of range of motion, metal poisoning and metallosis. A review of invoice history confirmed both surgery dates. Invoice history for the revision procedure indicates that the acetabular cup, modular head and taper insert were removed and replaced with competitor acetabular components and a biomet head. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified. Additional information received in the (B)(6) 2013 right hip revision operative report noted the presence of grayish tinged fluid with a metallosis type appearance, the seroma lining had evidence of metal debris, corrosion on the taper of the stem, loose cup with no bony ingrowth present, and metallosis in the bony bed of the acetabulum.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, ¿material sensitivity reactions.¿ number 6 states, ¿inadequate range of motion due to improper selection or positioning of components.¿ number 14 states, ¿intraoperative or postoperative bone fracture and/or postoperative pain.¿ number 15 states, ¿elevated metal ion levels have been reported with metal-on-metal articulating surfaces.¿ this report is number 1 of 3 mdrs filed for the same event (reference 1825034-2014-01759, 01930 & 01931).